Manufacturer narrative:
Device is a combination product. Date of event update from (B)(6) 2019 to(B)(6) 2019. Used (B)(6) 2019 as event date as the correct date was not provided.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent was used however, the struts were damaged. The procedure was completed with a different device. No patient complications were reported and patient status was good.

Manufacturer narrative:
Device is a combination product. Used (B)(6) 2019 as event date as the correct date was not provided. Device evaluated by MFR.: synergy ous mr 4.00 x 24 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with the fourth proximal strut lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent was used however, the struts were damaged. The procedure was completed with a different device. No patient complications were reported and patient status was good.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The target lesion was located in a coronary artery. A 4.00 x 24mm synergy ii drug-eluting stent was used however, the struts were damaged. The procedure was completed with a different device. No patient complications were reported and patient status was good.